Event description:
It was reported that during intra-op, after incision, during monopolar diathermy, nim vital was used and wired the electrodes to the patient interface. The electrode check was completed but when they started to break the skin it started beeping and displayed a message not working. Intraoperatively, not stimulating. The message ¿lead off detected¿ was coming up during monopolar diathermy, and voice message of ¿check electrodes¿ heard and emg monitoring disabled appeared. When user went back to electrode check and noted red x¿s rather than checks. Rep asked it the bed was plugged in as sometimes we get electrical leakage from the or beds and user said yes. The surgeon didn¿t want to continue with the nim vital so they swapped to the nim 3 available. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), ubd:, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis mentioned as reported fault not confirmed. Device put through patient interface sri testing on several occasions and pass on all occasions. Batteries are more than 2 years old and need to be replaced. Unit received with sw 1.5.4 via field update. H6: previously added imdrf code b21, c21 are no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4); h3: analysis found software version v1.5.4. No fault found with the device. H6: previously added imdrf code b21, c21 are no longer valid product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: reported fault confirmed. Device intermittently establish wired connection with reference console, failed main board pcba. Batteries are more than 2 years old. Unit received with sw 1.5.4 via field update. H6: previously added imdrf code b21, c21 are no longer valid. Annex code d02 is applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: c2110475/224052583, UDI#: (B)(6); product ID: nim4cpb1, serial/lot #: p2127265/223629273, UDI#: (B)(6). H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.